Event description:
It was reported that the inflatable penile prosthesis (ipp) was functioning properly until the cylinder began to erode through the glans. The device no longer stayed rigid. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had wear at a fold in the cylinder body, a hole in the outer tube was found that was the result of input tube wear. The second cylinder outer tube had a hole from wear by the proximal of the cylinder body against the other cylinder. No damage was found in the inner tube of the cylinders; therefore, the cylinders passed the leak and pressure test within specification. The pump was visually and microscopically examined, leak and functionally tested. No leaks were found. The pump did not pass the activation tests. The reservoir was visually and microscopically examined, and leak tested. There was a leak in the reservoir shell that was the result of fatigue at the corner of a fold. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of device operates differently than expected. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was functioning properly until the cylinder began to erode through the glans. The device no longer stayed rigid. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.